Manufacturer narrative:
The customer¿s report that the tubing set separated and leaked at the distal port was confirmed. Visual inspection showed that the vinyl tubing was completely separated from the distal smartsite inlet port near the male luer. Functional testing was not performed because of the separation which was leaking fluid. Visual inspection under magnification showed that both sides of the vinyl tubing had no solvent applied at the engagement during the manufacturing process. Dimensional analysis was performed on the vinyl tubing and it measured within specification. The root cause of the customer¿s experience was a manufacturing issue of no solvent being applied at the junction of the vinyl tubing.

Event description:
The customer reported that the tubing set separated and leaked at the distal port while an unknown medication was infusing at 200ml/hour via a central line. After the tubing separated, the device continued to infuse and blood backed up through the central line and out of the tubing set still attached to the central line. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing set separated and leaked at the distal port while an unknown medication was infusing at 200ml/hour via a central line. After the tubing separated, the device continued to infuse and blood backed up through the central line and out of the tubing set still attached to the central line. There was no patient harm.